Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump would alarm no delivery when delivering a bolus and the reservoir was full. Multiple set changes were done and customer's mother was unable to determine what caused the issues. The device will have multiple alarms then it would shut off without warning. Troubleshooting was not performed as customer was not present at the time of the call. Customer's blood glucose was 180 mg/dl. Customer's mother called back and reported the insulin pump had alarmed motor error and motion sensor test failure. Mother was attempting to input settings when the alarm occurred. Customer's blood glucose was 70 mg/dl. The device also alarmed motor position encoder error. Troubleshooting for other alarms were not performed, device was unable to rewind. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's mother agreed to return the device for further analysis.